Event description:
Reporter calling, stating her mother purchased one linner nova lite otc (over the counter) hearing aid in (B)(6) 2023. Reporter states that on approximately (B)(6) 2024, during use, the hearing aid broke apart completely and although did not get stuck in her mother's ear, reporter states it easily could have. Reporter expresses her concern about the "flimsy design" of the hearing aid and it breaking so easily. Reporter states she is planning on calling linner, but has not yet done so.